Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent lumbar posterior fusion due to some unknown reasons. Intra-op, the driver broke. No fragment remains in the patient. No patient symptoms or complication were reported as result of this event.

Manufacturer narrative:
Product analysis results: visual and optical examination identified that the instrument tip has been broken/sheared off, consistent with interface during usage. Inspection of the material hardness confirmed conformance to print specification. This is consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.